Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. The pad-pak was first installed on the (B)(6) 2009 and that it had performed to specification up to the (B)(6) 2012. During this time the device records multiple occasions in which the temperature was recorded below the minimum recommended stand-by temperature of 0 degrees celsius with a low of -8.8 degrees celsius recorded. Multiple manual power ups mainly of ten minutes duration were observed between the (B)(6) 2012 and the last log entry on the (B)(6) 2016. During this time the pad-pak became depleted and further pad-pak's were installed. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.